Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1 additional information was requested, and the following was obtained: was there a problem with suture absorbing too slow? No not as far as we know date and name of index surgical procedure? Na. The diagnosis and indication for the index surgical procedure? Na. What was the initial approach for the index surgical procedure? Na (open, laparoscopic or other)? Open. On what tissue was the suture used? Skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What tissue dehisced? The tissue did not dishisce as the wound did not fully open. It was only the top and bottom tiny opening which would not heal - the middle of the wound healed. Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? We don¿t know. Did the suture pull out of the tissue? No. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? No. Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Not as far as we are aware. Onset date/time of dehiscence? (# post op days) onset date/time of infection? (# post op days) 2 weeks post op. How was the dehiscence managed? The surgeon will go in and remove the suture and fix the wound. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Na were cultures performed? If so, please provide the results. Yes but na. How much and what type of drainage is present in this wound? A small opening were any pre-op cleansing procedures changed recently? If yes, please describe please describe any medical/surgical intervention required for the infection/wound dehiscence including dates and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Will ask on removal please describe the appearance of the suture during the second procedure. Will ask on removal. What symptoms did the patient experience following the index surgical procedure? Onset date?na. Other relevant patient history/concomitant medications? Na what is the physician¿s opinion as to the etiology of or contributing factors to this event? Na. What is the patient's current status? Waiting revision surgery lot number? Na. Surgeon¿s name? Mr (B)(6) corrected information: a1, h6 health effect - impact code, h6 - medical device problem code.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - (B)(6). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a problem with suture absorbing too slow? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). Onset date/time of infection? (# post op days). How was the dehiscence managed? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe please describe any medical/surgical intervention required for the infection/wound dehiscence including dates and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The patient has had a superficial wound infection for over 9 weeks where they have had antibiotics to clear it. The surgeon said the wound was healed in the middle but not top and bottom and even now, 9+ weeks, the wound is still not healed fully , it is open top and bottom with a scab still at the bottom. Additional information was requested.